Event description:
The customer reported to olympus technical assistance center (tac), the visera elite video system center had no image, but only had color bars. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the user indicated, video cables were swapped in the back, and settings were checked but the issue persisted. It was also noted, the subject device was not being used with a scope at the time, therefore, the color bar displayed was noted to be normal. Subsequently, the user connected a scope to the subject device and image was displayed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and information received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for a diagnostic functional endoscopic sinus surgery. The intended procedure was completed using the same device with a delay of 30 minutes and no consequence to the patient.